Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Observations and testing could not be performed because units were not received for investigation of this incident. DHR review was performed on lot number 8057625: the lot number was built/packaged on nfa line 1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed four qn¿s that were initiated during the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. The defect tubing defective/damage; could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Not sufficient evidence due to no sample returned. Documentation shows sampling taken to prevent defect from entering the field. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the plastic tube attached to the needle of the bd nexiva closed IV catheter system fell apart. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plastic tube attached to the needle of the bd nexiva¿ closed IV catheter system fell apart. There was no report of exposure, injury, or medical intervention noted.